Event description:
It was reported that after the first remodeling and prior to use on patient, the catheter was found broken. The procedure was completed without issues with another device. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and the tubing material appeared to be melted approximately 1.0cm from the tip for the length of 0.5cm and the tip was also found partially separated approximately 1.0cm from the distal tip. The evaluation could not determine the cause of the event; however, the melted tubing material suggests that too much heat was used while steam shaping the catheter and likely contributed to the reported issue. (B)(4)